Event description:
It was reported that the patient underwent an inflatable penile prostheses (ipp) revision surgery, because the left cylinder of the ipp migrated out of the corpora. The previous cylinders were explanted and replaced with new 18 cm x 12 mm cylinders. These cylinders were the correct size for the patient. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted.